Manufacturer narrative:
Analysis of the extension (B)(6) found no significant anomaly. Patient code (B)(4) no longer applies. Result code updated from 3221 to 213 and 476. Conclusion code updated form 11 to 71. Analysis summary device (B)(4) analysis identified that the connector was twisted in the molded rubber at the distal end of the extension; consistent with explant damage. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the extension, it was noted the proximal end was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient experienced uncontrolled left hand tremors as the deep brain stimulation was no longer effective after the extension fracture.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Analysis results were not available as of the date of this report.

Event description:
It was reported that the patient¿s extension fractured. The extension was explanted and replaced. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.